Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient is "getting shocked and pain between left breast and new pacemaker since replacement". Patient believes pain is associated with new pacemaker since pain started right after new device was implanted. Follow-up yielded that device is pacemaker so, no shocks are possible and patient has been undergoing cyberknife treatments which nurse speculated could be the source of the problems. The device remains in use. No further patient complications have been reported as a result of this event.